Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on 9/7/11 states that the patient's system is being explanted on (B)(6) 2011 at (B)(6). Sales rep thinks explant is due to infection but isn't sure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)